Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient experienced a skin reaction with rash under the overlay patch, which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The reaction was treated with a prescription of an oral antihistamine fexofenadine. At the time of the report the patient was still experiencing rash. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).